Manufacturer narrative:
Date of event is estimated. A patient ipg stopped holding a charge/ recharge burden was reported to abbott. No intervention is planned. The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Attempts were made to obtain complete patient information. Complete patient information is not available at this time. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs ipg would not hold a charge. The patient stated the device "would take all day to charge, then deplete after about 10 minutes." Surgical intervention may occur to address the issue.